Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the shaft of the stent delivery system became detached. The physician attempted to treat a pre-dilated, long, 99% stenosed lesion located in the calcified, severely tortuous distal rca (right coronary artery) to r-pda (right posterior descending artery) with a 3.00x32mm taxus express2 drug eluting stent. The lesion was pre-dilated with a quantum maverick 3.0mm balloon catheter. As the stent delivery system was being advanced to the lesion, the shaft bent, and the hypotube became detached. The detachment occurred outside the pt. The procedure was completed with another of the same device. There were no reported pt complications. The pt's status is listed as "good".

Manufacturer narrative:
The returned device was evaluated at its manufacturing facility. Despite testing with air and water, the user's report of leakage could not be reproduced. Summary: the user's report could not be confirmed. Unless substantially significant information becomes available, this constitutes a final report.

Event description:
It was reported that during processing of cord blood for eventual frozen storage, a leak was discovered at the connection of the segment tubing to the freezing bag component of the device.